Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient said his "butt" gets so sore and it was hard for him to sit on a bicycle seat. The patient said only one of the 3 programs was working. The patient said the representative was under the impression the lead had migrated. He hadn't done anything since the fall in 2013 that would cause the lead to migrate. They had him turn stimulation off for a while and his incontinence got worse. Patient services asked what the representative meant by not working and the patient wasn't sure. Additional information received from representative reports he was aware of the event on (B)(6) 2015. The representative met the patient on (B)(6) in the doctor¿s office to check the impedance and they were off. A lead revision has been scheduled for (B)(6) 2015. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the doctor removed the old lead and replaced it with a new lead. The cause of impedance issues was not determined. The lead looked like it was in a similar location to the original. This patient was a very active individual who exercises/swims/bikes every day. The doctor has asked him to cut down on his exercises/repetitions to try to minimize potential lead migration. The representative do not have the interrogation printouts. All of the impedance readings were >(greater than)4000.

Manufacturer narrative:
Analysis of lead model number 3889-28 reveals that the stimulator lead body conductor was broken at or near tines. All conductors were broken. It was also reported that three unknown conductors were broken. All conductors were broken 4.0 cm(centimeter) from the distal end. The three unknown conductors were also broken 4.9 cm from the distal end.

Event description:
.

Event description:
Additional information received reports the day before call the representative got email from hcp (healthcare provider) regarding re vision was being planned as ins (stimulator) had impedance issues that were out of range.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
Product ID 3889-28, lot# va0lyjm, implanted: 2014 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). Analysis determined all circuits were open and circuits #2 and #3 were shorted when tested from the proximal end.

Event description:
The patient later reported he did not fall or otherwise abuse the neurostimulator. Incontinence worsened and number of bowel movements increased. It was noted that the steps that was taken to resolved the device not working was the lead wire replaced. Healthcare provider said it did not migrate. He had a hard time pulling it out. It was broken/cracked. It was noted as a defective lead wire. It was reported only one program worked after three months of installation in (B)(4) 2014.